Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of error code 1270. Visual and functional testing was performed but the customer's problem was not duplicated. The cause of the issue was a possible defective battery. The error was reset, and the device program was reinstalled in order to fix the issue.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error 1270 and had strange noises. There was no patient involvement.